Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr's, husband, states that in back-to-back blood glucose testing results of 160's vs 200's (mg/dl) were received. Rptr states wife had no symptoms of any kind. Meter had never been cleaned. No control solution was available for testing.